Event description:
It was reported the atrial lead was removed as the patient was in chronic atrial fibrillation and a single chamber device was implanted. The lead was returned and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned and analyzed. The distal conductor was fractured. All conductors were stretched. There was blood/body fluid (not obstructed) on the distal conductor. The outer insulation had cosmetic environmental stress cracking and was breached cut. The outer insulation also had a cosmetic depression. There was blood in/on the helix/lobe mechanism. It was also noted the lead was stretched.